Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between may 21-22, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed at the distal luer. Based on the evaluation result, the infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor during patient infusion. Once no flow was observed during patient infusion, force prime was performed by using three-way stopcock to solve the air blockage and re-started because the flow was able to be confirmed visually. However, no flow occurred again one day later. The device was delivering fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.